Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead 2012 (B)(6) , 5076 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that it was noted on remote transmission that an alert triggered for high impedance on the right ventricular (rv) de fibrillation coil. The rv lead remains in use. No patient complications have been reported as a result of this event.